Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood was observed on the adhesive pad. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. The adhesive pad was returned attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had read high (>500 mg/dl). It was reported the patient pressed the cannula and the needle was inside in which indicates the needle had not retracted upon initial activation. In addition the patient reports the adhesive was not adhering around the edges of the pod insertion site, (abdomen). As treatment, the patient administered insulin corrections of 22 units of insulin and removed the pod from the infusion site.